Event description:
It was reported that the patient received an inappropriate shock due to high impedance, oversensing and a confirmed fracture of the right ventricular (rv) lead. The pace/sense portion of the lead was capped and a new pace sense lead was implanted. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2014; 407652 lead, implanted (B)(6) 2014. (B)(4).